Event description:
The clinician reported that 2.5 months after the immediate dental implant was placed in ada site 8 in the patient's mouth, the implant did not achieve osseointegration in type IV bone. The clinician reported peri-implantitis, inflammation and insufficient bone quality/quantity in this patient with fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.